Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed an inappropriate "low battery" message and would not recharge the battery when plugged into "ac". Also, defibrillator would not charge in battery mode. The complainant indicated that there was no pt involvement in the reported failure.